Event description:
It was reported that the custoemr was hospitalized due to high blood glucose of 577 mg/dl. It was stated that the customer was confused, dizzy, and could not get up. It was stated that the customer was experiencing unexplained high glucose for the past night before he was admitted. Troubleshooting was not performed and the caller requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specs.